Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a bladder control stimulator implanted yesterday. When the patient hooked it up in the monitor, the pain stimulation went away. No patient symptoms were reported. No further complications were reported/anticipated.